Manufacturer narrative:
Carefusion file identification number: (B)(4). Any additional information received from the customer will be evaluated and included in a follow-up report if required. (B)(4). The suspect device has not been received by carefusion.

Event description:
A customer reported to carefusion that the avea ventilator generated "vent inop" (ventilator inoperative) alarms intermittently when in neonatal mode; the problem was not observed in adult mode. The customer checked the error logs and observed "bad cal, fcv" and "pneumatic ftc" errors. Attempts to calibrate and perform fcv characterization were unsuccessful. The unit could not be used and no patient involvement was reported to carefusion.

Manufacturer narrative:
Results of investigation: the gde (gas delivery engine) was returned to carefusion¿s failure analysis laboratory. An investigation was performed and the reported issue was duplicated. The cause of the reported issue was isolated to a faulty fcv (flow control valve) assembly. An additional finding was that the air inlet pcb (printed circuit board) was defective.